Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 810:11 multiple times. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history by baxter it was determined that the reported condition occurred during delivery on channel a, causing an interruption of delivery.

Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed but not duplicated due to an out of calibration ail pcb (air-in-line printed circuit board). The ail pcb was recalibrated to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.